Event description:
The device was used during an abdominal hysterectomy procedure. Reportedly, the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.